Manufacturer narrative:
The complainant in (B)(6) did not return the product from the patient support in 2020. The registry data did not elaborate on the bleeding and limb ischemia. Without the product and patient information regarding the hematoma and limb ischemia root cause could not be determined. In addition as the limb ischemia was reported after explant, the relationship of the ischemia to the use of impella was deemed unrelated. The failure modes will be monitored and trended.

Event description:
In (B)(6) 2020 an impella cp was placed in (B)(6) to support a patient admitted in cardiogenic shock. The cp was placed via the femoral artery and supported the patient for 8 days in combination with ECMO. After 8 days of successful support the pump was explanted. Months later as part of a registry review the abiomed team was notified that during the support there were concerns for bleeding as well as limb ischemia. The blood loss allowed for hematoma development, which was treated by blood product infusion. The limb ischemia occurred in the impella accessed limb on day of explant. The access site had been sutured at explant. Further details are unknown and not documented within the registry documentation.